Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm, the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported, that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read high (500 mg/dl), while wearing the pod between 4 and 24 hours. As treatment, the patient had administered 13 units of manual insulin. In addition when removed from the infusion site (hip/buttocks), the pod's cannula was found bent. The patient applied a new pod. Upon arrival at the hospital, the patient reports their blood glucose level was 430 mg/dl. Once at the hospital, the patient was treated with intravenous fluids. The patient was released from the hospital after 3 hours.